Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation causing redness and small bumps had occurred while wearing the pod on the insertion site thigh. Symptoms began within minutes of pod use. The patient's blood glucose values were not reported. The patient obtained a cortisone ointment from a pharmacy and was instructed to apply it twice daily for treatment of the reaction. It was further reported that the pod adhesive detached approximately five minutes after application. As treatment, a new pod was placed.